Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the customer's alarm trace and no abnormalities were found. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer confirmed the patient's sample was very short. The field service engineer performed precision testing, mechanism checks, probe cleaning, and checked alignments. He verified the precision test results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed glucose qc was ok. The patient's initial glucose result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample due to an unexpected low glucose result. The customer performed repeat testing on a different cobas 6000 c (501) module. The patient's initial glucose result was 7 mg/dl, and the patient's repeat glucose result was 90 mg/dl. The customer determined the repeat result was correct. The glucose reagent lot number was 53445601 with an expiration date of 31-may-2022.